Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to over-torquing the screw when inserting into the plate and/or hard bone.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via email that an ar-8916vsr-03 volar distal radius plate appeared not to have a stopping point, and when the screw was inserter, it went through the plate. The case was completed using a new plate. This was discovered during a procedure on (B)(6) 2023. Additional information received on 09/01/2023: this was discovered during a distal radius fracture procedure. The surgeon removed the ar-8724v-18 low profile va locking screw from the plate and tried to insert a new one, which had the same results. The surgeon removed ar-8724v-18 low profile va locking screw that went through the plated and re-implanted using the new ar-8916vsr-03 volar distal radius plate to complete the case successfully.